Manufacturer narrative:
D10: concomitant products: (B)(6), - 120-65-20 - bone screw 6.5mm dia x 20mm long, (B)(6), - 120-65-30 - bone screw 6.5mm dia x 30mm long, (B)(6), - 142-36-07 - cocr fem head 36mm +7 offset 12/14, (B)(6), - 162-01-03 - neck preserving stem, ext offset plasma sz 3, (B)(6), - 180-01-54 - nv crown cup clstr hole 54mm group 2. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 116 months after a left hip replacement procedure, the patient underwent a revision procedure to address osteolysis, metallosis, poly wear, and femoral loosening. No further issues or complications were reported. No additional information is available.